Event description:
It was reported that this deep brain stimulation (dbs) system was explanted due to inadequate therapy. Physician decided to revise the lead and place a new one in a different target. The patient is recovered. Device will not return due to facility policy and electrocautery was used.